Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for auto off. The customer cleared the alarm received a motor error alarm. She reported that she rewound the insulin pump but afterwards, it would not do anything. The customer changed the battery but it did not resolve the issue. The blood glucose reading was 133 mg/dl. The customer reported that she had a MRI done on her leg but that the insulin pump was not in the same room. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No a35 alarm and no auto off suspend alarm noted. The insulin pump passed pump rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.